Manufacturer narrative:
Result of investigation: during the manufacturer's technical inspection of the returned device, the error description provided by the customer, "in the case of intraoperative use, fluctuations in the rotation speed have been observed, with uncontrolled variations, up to complete stoppage of operation, even in conditions where the connections, parameterization and power supply of the control unit are correct and stable." Could be confirmed. The cause of the handpiece failure is a defective motor. This is due to the seals inside the handpiece being worn out as a result of inadequate reprocessing. The labelling was found to contain adequate instructions and warnings. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that when using the drillcut-x ii-35 handpiece does not keep the oscillation speed constant and sometimes locks. No negative impact in state of health reported.